Manufacturer narrative:
(B)(4). The cause for the complaint could not be determined as the valves worked per specification. However, a probable cause of the issue may have been an obstruction in the flow path related to drug or drug precipitant, which may have resolved during investigation/destructive testing.

Manufacturer narrative:
The event was determined to not be reportable based on the information reported on (B)(6) 2017. The event was later determined to be reportable based on the additional information reported on (B)(6) 2017. Internal complaint number: (B)(4).

Event description:
A health care professional reported on that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate on two occasions. The patient experienced increased pain from (B)(6) 2017. A catheter access port (cap) dye study was performed and no issues with the catheter were observed. The physician made the decision to have the pump explanted. The explant surgery will be on (B)(6) 2017.